Event description:
35 weeks gestation with arrest in descent + prolonged second stage of labor. Mityvac extraction with pushing failed. C-section performed. Apgars 3-7. Birth trauma with CT findings of subgaleal hematoma, multiple skull fractures, poss subarachnoid hemorrhage. Transferred immediately out of of ICU to another medical center to r/o poss bone abnormalities, metabolic problems, causes of cerebral edema, r/o sepsis + other congenital problems. Mityvac placed at 22:41; removed at 2245. Had 2 popoffs during 4 mins. Decision to c-section 2358.